Event description:
Additional information received indicated a surgical drain was performed to address the pneumothorax. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead damage and wire could not be removed were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The connector cap was intact and in place in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During the initial implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. When the physician attempted to remove the guidewire, the pin of the lv lead broke. The lv lead was explanted and the procedure was ended. An additional procedure was attempted the following day, however, the physician was unable to access the subclavian vein. The patient developed a pneumothorax hours later. The physician alleged the pneumothorax was due to the additional surgical procedure. The patient was in stable condition.